Event description:
The account generated a negative testpack plus hcg urine result on a pt who tested hcg quantitation =800 u/ml. It is unk if the urine tested with testpack plus hcg was a first morning or random specimen. No confirmatory testing info was provided. No info regarding the timeframe involved in genearating the hcg results was provided. No pt info was provided. The negative testpack plus hcg urine results was not reported outside of the lab. No impact to pt management was reported.